Event description:
It was reported that the 9800 system had a cine drive error message during a case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine bridge board and the hard drive were replaced during the service call. The system was tested and found to be working as intended, and put back into service.